Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - returned to manufacturer? Yes. Section d9 - date returned to manufacturer: 17th december 2021. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed a cartridge without viscoelastic residue inside of the cartridge. Further observation revealed that the lens was in the lens module. The handpiece was disassembled and the assembly was inspected. No issues were identified. The lens was inspected, and no issues were identified. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that 1 similar complaint for this order number has been received. Although this complaint for plunger rod issue is related, the issue could not be confirmed as related to manufacturing; therefore, no escalation is required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided. Implant date: lens was not implanted. Explant date: lens was not implanted, therefor not explanted. Initial reporter telephone number: (B)(6). Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plunger gripped and damaged the lens. A new lens of the same diopter was used instead. No additional information was provided.